Event description:
It was reported via a literature article from the journal "annals of vascular surgery", volume 25(4):557, e1-4 issued may 2011. It was reported was admitted for percutaneous pulmonary vein ablation therapy and coronary angiography. After the procedure, the puncture site on the right femoral artery was closed with angio-seal. Oral anticoagulation therapy was discontinued, and the international normalized ratio was 1 before the procedure. One week after the procedure, the patient was readmitted for increasing pain and swelling of the right groin. Vascular ultrasound and CT angiography revealed an expanding pseudoaneurysm of the right femoral artery. At surgical exploration, the angio-seal device was found to be displaced from the original site of implantation, and was noted to be buried within the adventitial layers of the pseudoaneurysm. The angio-seal device was removed, and the pseudoaneurysm measuring 4 cm affecting the profunda femoral artery, was repaired. The patient made an uneventful recovery and was discharged. Additional information was not available at this time. (B)(4).

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instructions for use (IFU) states that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.